Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/31/2017 with the following findings: during investigation, the pump was powered on with vibratory and auditory features. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours on a 1 unit per hour basal rate. No alarms were recorded. A manual 10 unit bolus and a 10 unit audio bolus were performed successfully, and were recorded accurately in the pump history. The bolus history was recording properly. No hypersensitive or stuck keypad buttons were found. The complaint was unable to be duplicated. Unrelated to the original complaint, the display had a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the basal delivery totals in total daily dose did not match. The variation was due to cartridge changes. The basal history matched the active basal program settings. The bolus totals matched, and there were no missing bolus records. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.